Event description:
Appeared to be atrial lead far field r-wave (ffrw) oversensing of the ventricular tachycardia (vt). Noted that the atrial sensing is happening sometimes before, at the same time and or after the ventricular sense occurs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).